Manufacturer narrative:
(B)(4). Date sent: 6/1/2016. Batch # = n9060n. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 18 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing scissored clips. The surgeon tried firing a couple times outside the patient and it seemed fine, but then it scissored more clips and the device was removed from the case. The device was not from a kit. Another like device was used to complete the procedure. There were no adverse patient consequences.